Event description:
The customer stated that she was getting readings such as 20, 30, and 50mg/dl. Customer service helped her to troubleshoot. The check test showed the meter was in mmol/l (the test result was 5.8). Customer service helped the customer change the meter back to mg/dl. The customer had been unaware of the decimal point in her readings. She thought she was getting low results and drank orange juice and ate candy to bring sugar up. She stated that at the time she was not feeling well. The customer perormed a control test and got result of 101 and 100mg/dl which were within the 85-115mg/dl range. The meter electronics appeared to be operating correctly. Customer service was going to replace the meter, strips, and control.